Manufacturer narrative:
D10 concomitant products: gl-34-mg - gl-34-mg polysorb* 4-0 vio 5x45cm cv25dt, lot# d3a1869y gl-34-mg - gl-34-mg polysorb* 4-0 vio 5x45cm cv25dt, lot# d3a1869y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open gastrointestinal procedure, when the doctor was using sutures for suturing, three sutures were used and all the needles broke. One of the needles broke in the abdominal cavity, and the surgeon used a c-arm to search for the broken needle, which extended the operation time 2 hours. A competitor device was used to resolve the issue.

Manufacturer narrative:
The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 2024-04-24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.